Manufacturer narrative:
The technician investigated and found when the head up switch is pressed, the head up would not work. The technician replaced the head up solenoid valve to repair the bed.

Event description:
Information received indicates the head is moving up unintentionally when any bed function switch is pressed.